Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a screen issue had occurred on the device. The system board ribbon cable to the liquid crystal display (lcd) was not fully attached causing the screen issue to occur on the device. The cable was reattached to resolve this issue on the device. Additional findings not related to the malfunction/issue was the rubber feet missing on the device. The rubber feet were replaced on the device. After reconnecting the cable and replacing the rubber feet, a system test was performed on the device. The system test failed on the device. The service technician evaluated and found the grey removable foam was not correctly installed causing the test step to fail for this device. The service technician re-installed the grey removable foam to resolve this issue on the device. After re-installing the grey removable foam, the system test was performed and passed on the device.